Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI for this lot: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm using two gore excluder aaa endoprostheses. Around (B)(6) 2015, follow up imaging reportedly identified a proximal type I endoleak in a severely angulated neck (~60 degrees). It is reportedly unknown if aneurysm enlargement occurred. On (B)(6) 2015, an additional procedure was performed to treat the endoleak whereby two aortic extender components were implanted just below the renal arteries. The endoleak reportedly resolved with the implant of the additional devices, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records could not be performed as the lot number was not provided.

Event description:
On an unknown date, the patient underwent treatment of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On an unknown date, follow up imaging reportedly identified a type I endoleak in a severely angulated neck. On an unknown date, an additional procedure was performed to treat the endoleak whereby two aortic extender components were implanted just below the renal arteries. The endoleak reportedly resolved with the implant of the additional devices, and the patient tolerated the procedure. Additional information has been requested.